Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (displaying service code) has been confirmed. Upon investigation, the service code was confirmed in the flag files and the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u601 processor on the c/a board. The defective u601 was caused by a shorted u409 can tranceiver on the computer/analog pca. The root cause for the shorted u409 tranceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code.